Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately around 4:35pm on (B)(6) 2019, when she obtained an alleged inaccurate blood glucose result of "311 mg/dl". The patient considered the reading high compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with 15 units of tresiba insulin in the morning and 3-5 units humalog insulin based on a sliding scale. She reported that she had followed her usual diabetes management routine after obtaining the "high" reading and administered 3 units of humalog. She stated that a few minutes later, she felt "very sleepy". She indicated that she "took a nap" and "everything went back to normal". She denied receiving any treatment for her symptom above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education on its use was provided and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Very sleepy, after obtaining an alleged inaccurately high reading on the meter and following her usual diabetes management routine.